Manufacturer narrative:
The unit passed the functional testing including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery alarm test. The unit functioned properly. The unit was received with intermittent button response due to moisture damage on the keypad traces. The following physical damage was noted: cracked casing on the display window corners, cracked lcd window, cracked reservoir tube, broken reservoir tube lip, and broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; there was a crack on the reservoir compartment and a crack where the battery screws in. The patient's blood glucose at the time of incident was 473 mg/dl. Troubleshooting was declined for the high blood glucose. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.